Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to implant a resolute onyx drug eluting stent in a patient's mid lad with cto and no tortuosity/calcification. No damage was noted to the packaging nor were there any issues when removing the device from hoop/tray. The device was inspected. Negative prep was performed. The lesion was predilated. The device did not pass through a previously deployed stent. No resistance was encountered when advancing the device and excessive force was not used. It was reported that the chosen stent was too long and during its retrieval, resistance was felt. The physician pulled the guide and wire out of the artery and the stent was stuck to the end of the guide. This was removed without incident. The physician did not remove the guide all the way back to the sheath before removing the stent from the artery. Excessive force was used during the removal of the device. The proximal edge of the stent had struts damaged upon its retrieval due to the difficulties experienced when removing the balloon. The stent and the delivery system were removed fully intact. The procedure was completed. Patient is alive with no injury.